Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that paramedics were recently called in response to a high blood glucose level and diabetic ketoacidosis. The customer reported that her blood glucose level was stabilized and she was never hospitalized. Blood glucose level at the time of the incident was unknown. Customer confirmed that she had several bent cannulas in the past. The customer was sent two replacement infusion sets. The insulin pump was not replaced or returned for analysis.